Event description:
The autopulse platform (sn (B)(4) ) displayed user advisory (ua) 07 (discrepancy between /oad 1 and load 2 too large) upon powering up. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to the failure of single point load cell #2, likely attributed to failed component(s), or mishandling such as a drop. During visual inspection, the load plate cover had a hole that affects the watertight seal, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The load plate cover will be replaced to address the damage. Also unrelated to the reported, the UDI label was smeared, likely attributed to user mishandling. The UDI label will be replaced to remedy the issue. A review of the archive data showed (ua) 07 around the event date; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 07 displaying upon powering up the platform, thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization test indicated that load cell module 2 failed and was over reporting, causing an abnormal reading. The load cell module 2 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).